Event description:
Additional information was received on april 9, 2026, reporting that there is no information regarding the cause of death. The event was classified as a cardiac death, specifically an unwitnessed death and death of unknown cause.

Manufacturer narrative:
Information received on 09apr2026 was added to section b5.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the patient's heart attack and subsequent death could not be definitively determined based on the information available. There was no ivl device malfunction reported. Review of the event by shockwave medical safety and medical affairs determined that the death was not related to the study device or procedure as the event occurred more than a month post index procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. On (B)(6) 2024, a shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the distal left main coronary artery. The patient underwent a percutaneous coronary intervention (pci) procedure for treatment for non-st elevation acute coronary syndrome (nste-acs). The target lesion was accessed with a 6 french guide catheter (6f) via the femoral artery and was pre-dilated with a non-compliant (nc) balloon, followed by the delivery of 120 ivl pulses at 4 atmospheres of pressure (atm). A stent was subsequently implanted, with post-dilation using an additional nc balloon. The patient was discharged one day after the index procedure. No ivl device malfunction occurred during the procedure. On (B)(6) 2024, approximately 40 days after the index procedure, it was reported that the patient died at home from a heart attack. No additional information was provided. The clinical study site determined that the death was possibly related to the study device and procedure.